Manufacturer narrative:
Additional information was obtained through follow-up. The procedure was completed robotically with less bright vision and the issue was reproducible.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim noting dark images from the endoscopes, an investigation was completed to determine the cause of this reported event. The lamp and light cable were provided for replacement to resolve the reported problem. The probable root cause of the dark image issue is attributed to low lamp output and a damaged light cable. This complaint is considered a reportable event due to the following conclusion: the illuminator bulb was in a sub-optimal state after the start of the procedure. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the caller reported low brightness using two different endoscopes and black dots on the light cable fibers. A technical support engineer (tse) confirmed the lamp hours are at 750 hours. The tse advised the lamp and the light cable need to be replaced. The procedure was completing as planned with no patient injury and no delays. Intuitive surgical, inc. (Isi) followed-up to obtain additional information; however, no further details have been received as of the date of this report.